Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced large difference on the sg and bg. Customer's blood glucose level was 115 mg/dl and the sensor glucose reading was 40 mg/dl which triggered threshold suspend. Troubleshooting was done and customer was advised to monitor if change sensor persists. Nothing will be replaced and returned for analysis. Frn-model unknown ¿ reservoir